Manufacturer narrative:
The investigation is ongoing.

Event description:
During validation testing, potential false negative result with aries sars-cov-2 eua compared with bd max. Of fifteen samples that were positive on bd max, thirteen were negative with aries sars-cov-2 eua. The discrepant result occurred during validation testing and there was no adverse event associated.